Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a non-sustained lead noise egm. The device was reprogrammed successfully and remains implanted.